Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 -2382. D10: pt hybrid glen post regenerex cat: pt-113950, lot: unk. Comp primary stem 12mm micro cat: 113612, lot: b 202980. Versa-dial 46x21x50 hum head cat: 113044 ,lot: 865530. G2: foreign: sweden customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : product not returned

Event description:
It was reported that the patient was revised due to unknown reasons. During the procedure, it was noted that the product was worn. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.